Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 18 atmospheres, the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.